Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the inflated tracheal cuff did not deflate. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in its original opened unit pack. Visual examination shows that the shape of the tubing is slightly altered using the stylet wire. The stylet wire was removed from the tubing and air was removed from the tracheal cuff and from the bronchial. The stylet wire was replaced into the tubing. The returned unit was inflated and deflated without any issue. The stylet wire was removed from the tubing and re-inflated without the stylet wire. The returned unit inflated/deflated without any issue. The returned unit inflated/deflated with and without the stylet wire and no restriction was noted. The reported defect could not be detected on the unit returned for evaluation. The most probable root cause is the adaptor was not fully depressed during the deflation stage of the process. All of our products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. The reported defect could not be detected on the unit returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.